Event description:
It was reported that approximately 32 months after 3 xience stents were implanted in the proximal circumflex coronary artery, the patient experienced exertional back pain that was similar to the pain felt with a prior myocardial infarction (mi). Although the ECG was negative for mi, the patient underwent percutaneous coronary intervention in the proximal circumflex artery. The symptoms resolved and the patient was discharged the following day. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The date of event is estimated.